Event description:
Healthcare professional (hcp) reports 60 cracked headers noted during reprocessing of the dialyzers over a one month period. No leak was noted, only a visual crack. The dialyzers were discarded at the time the crack was noted. The customer reports they use hibiclens for patient access care. They currently have 18 patients with subclavian/intra-jugular accesses in which this product is used. The customer reports no patient use or need for medical intervention upon discovering the cracked headers.